Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the "cardiac device failed (the patient)" and the patient spent a year with a "broken antenna in my chest." The patient reported the device was removed and another was installed. No patient complications have been reported as a result of this event.